Event description:
It was reported that during a routine device changeout, the left ventricular (lv) lead had two visible areas of insulation damage noted on the proximal section. The lv lead was repaired with silicone and medical adhesive and remains in use. It was further reported that the right atrial (ra) lead had an area of damaged insulation on the proximal end. The ra lead was repaired with a silicone sleeve and medical adhesive and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010; 4558m lead, implanted: (B)(6) 2000; 4024-58 lead, implanted: (B)(6) 1992. (B)(4).